Event description:
Caller reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose level by administering a correction bolus via the pump without requiring third-party assistance. Technical support provided the customer with information on resetting the pump and assisted in the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support if the issue recurred.